Event description:
A company representative reported that one everest polyaxial screw fractured and two everest polyaxial screws migrated. The patient was undergoing a revision surgery approximately one year after implantation to address non-fusion when the surgeon identified the fracture and migrations, which they attributed to the patient's pseudo-arthrosis. This report captures the second of two migrated screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. From the IFU: internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. As the screw was implanted for a year and the patient was confirmed to have pseudoarthorosis, the likely cause of the loosening is due to the patient's delayed healing.

Event description:
A company representative reported that one everest polyaxial screw fractured and two everest polyaxial screws migrated. The patient was undergoing a revision surgery approximately one year after implantation to address non-fusion when the surgeon identified the fracture and migrations, which they attributed to the patient's pseudo-arthrosis. This report captures the second of two migrated screws.